Manufacturer narrative:
(B)(4). The analysis results showed that the ems device was received with the rotating head broken. No functional test could be performed. Although no conclusion could be reached as to how the rotating head became damaged as the weld was noted to be sufficient, however some potential causes for broken rotating head may be when excess pressure is applied to the tube causing the rotating head to break. No functional test could be performed due to condition of the device. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4): information is unavailable.attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.at the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure the surgeon had used the device through the case and at the end during closure the handle separated. They then used a second like device to complete the stapling for the case. There was no patient consequence reported.